Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history record review revealed no issues that could have caused or contributed to the event. The reported condition was verified. The reported 'failed downstream occlusion test high with a pressure of 25 psi' was not reproduced during evaluation, nor was the device assessed for the reported symptom. The device will undergo release testing prior to shipment to ensure the device is in full working order. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. A service history record review revealed no issues that could have caused or contributed to the event. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a false downstream occlusion alarm. Service evaluation verified the false downstream occlusion alarm. A review of the event history log identified 'downstream occlusion!' Messages. The cause was identified to be a downstream tubing guide being out of specification which was adjusted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a failed downstream occlusion test high with a pressure of 25 pounds per square inch (psi). The event happened during delivery at the general patient ward department. There was no patient involvement. No additional information is available.